Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to establish telemetry and had reached elective replacement indicator (eri) status. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.